Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was hospitalized in the hemodialysis room. At 8:10 on (B)(6) 2024, the patient was ready for hemodialysis treatment. When the dialysis pipeline was connected to the central venous set catheter tip before starting the dialysis treatment, there was slight oozing blood at the venous end catheter tip of the central venous set. Considering that the central venous set catheter tip was ruptured, the central venous set catheter tip was replaced, and no adverse consequences were caused. There was no reported patient injury.